Manufacturer narrative:
This event was captured in mfg #3013756811-2024-158880.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to customer's blood glucose. Customer did not have alternate insulin therapy available and contacted the healthcare provider to obtain alternate insulin therapy.